Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was very difficult to press. The customer declined further troubleshooting regarding the wake button issue. In addition the customer alleged the insulin gauge displayed on the pump was inaccurate. Tandem technical support reviewed the fill estimate calculations and verified that the insulin gauge displayed the accurate amount; however, customer maintained belief that the fill estimate was inaccurate. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.